Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply was adjusted during the service call. The sys was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was an "ma on in error" message. This error will likely cause the system to shutdown un-commanded. There is no report of injury or death associated with the event described in this complaint.